Manufacturer narrative:
(B)(4) controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis was not conducted since the controller's real time clock could successfully be set. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The controller was received with its real time clock (rtc) reset to zero. However, when set to the current date and time, the rtc was able to retain the new settings. The reported event could not be duplicated at the bench level; no failure detected. The most likely root cause of the rtc's reset to zero can be attributed a rundown of the controller's rtc coin cell due to an extended period of time without connection to a power source. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that the date/time could not be set on the patient's controller. The controller was exchanged with no reported patient consequences; the patient tolerated the exchange well. No further information was provided.